Event description:
A woman received three sheets of film during adhesiolysis surgery around the ovary. Film was applied around the cecum, between the omentum and bowel (rlq) and between the omentum and abdominal wall. (Rlq)> approx 9 days after the surgery, the pt did not appear to be doing very well and had signs of bowel obstruction. A second look procedure was done and the physician saw an inflammatory mass with dense adhesions where the film had been applied. There were no signs of infection and the film had been applied as the physician had applied it in other pts. The pt required some bowel resection and at this time has recovered. The reporting physician indicated that the event was possibly related film usage.